Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe and persistent pain/ pain the same day of implant/ pain became lasting"), genital haemorrhage ("heavy bleeding/I have been bleeding very very heavy with clots as big as golf balls/still been bleeding heavily off & on"), uterine injury ("injury to uterus"), cervix injury ("injury to cervix") and angina pectoris ("angina") in a 37-year-old female patient who had essure (batch no. 761436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, multigravida and parity 2 (total number of live births: 2: date of births: 10-feb-1998, 08-oct-2007.). Previously administered products included for an unreported indication: mirena from 2007 to 2009, nova ring from 2005 to 2006, yaz from 2005 to 2006 and ortho evra from 2004 to 2005. Concurrent conditions included genital herpes. Family history included colon cancer (maternal grand mother) and type 2 diabetes mellitus (father). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced angina pectoris (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/cramps"), arthralgia ("joint pain all over my body (persistent low, dull, nagging)") and back pain ("lower back pain (persistent low, dull, nagging) / back pain in between my periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine injury (seriousness criterion medically significant), cervix injury (seriousness criterion medically significant), abdominal pain ("abdominal pain"), feeling abnormal ("memory fog/ brain fog, not depression"), fatigue ("fatigue/fatigued all of the time/feeling very tired"), alopecia ("hair loss"), hypoaesthesia ("numbness in my extremities/ numbness in hands, legs and feet"), depression ("depression"), rash ("rash"), skin disorder ("skin problems"), scar ("scars"), abdominal distension ("bloating"), libido decreased ("decreased sex drive"), abdominal pain upper ("stomach pain"), menstruation irregular ("irregular menstrual cycle"), anxiety ("anxiety/mental anguish and suffering associated with my physical injuries"), amenorrhoea ("not having a period"), mood altered ("moody"), asthenia ("had no energy"), menorrhagia ("when I did get a period it was painful and heavy / having a period for months"), weight increased ("gaining weight"), dysmenorrhoea ("along with bad cramps/when I did get a period it was painful and heavy"), headache ("headaches"), night sweats ("night sweats"), chest pain ("chest pain"), insomnia ("insomnia") and uterine mass ("had an ultrasound and a mass was found"). The patient was treated with paracetamol (tylenol), ibuprofen, citalopram, methylphenidate, naproxen, cardiovascular system drugs (blood pressure medication (nos)), surgery (total hysterectomy (robotic tlh and bls. With cystoscopy); bilateral salpingectomy), surgery (dilatation and curettage), surgery (total hysterectomy (robotic tlh and bls. With cystoscopy); bilateral salpingectomy) and surgery (total hysterectomy (robotic tlh and bls. With cystoscopy); bilateral salpingectomy). Essure was removed on 14-nov-2014. At the time of the report, the pelvic pain, genital haemorrhage, alopecia and rash had resolved and the uterine injury, cervix injury, angina pectoris, abdominal pain lower, abdominal pain, feeling abnormal, fatigue, hypoaesthesia, depression, skin disorder, scar, arthralgia, abdominal distension, libido decreased, abdominal pain upper, menstruation irregular, anxiety, amenorrhoea, mood altered, asthenia, menorrhagia, weight increased, dysmenorrhoea, back pain, headache, night sweats, chest pain, insomnia and uterine mass outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amenorrhoea, angina pectoris, anxiety, arthralgia, asthenia, back pain, cervix injury, chest pain, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, insomnia, libido decreased, menorrhagia, menstruation irregular, mood altered, night sweats, pelvic pain, rash, scar, skin disorder, uterine injury, uterine mass and weight increased to be related to essure. The reporter commented: she did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. . Used condoms because I was told to use a back up. Used for 3 months after essure placement. Nov-2010- feb-2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Ultrasound scan - in september 2014: mass in her uterus current weight: 268 lb. -pathologic diagnosis included uterus, cervix, hysterectomy: acute and chronic cervicitis. Negative for dysplasia, or malignancy. Uterus, endometrium, hysterectomy: benign secretory endometrium. Negative for hyperplasia; or malignancy uterus, myometrium, hysterectomy: negative for malignancy. Fallopian tubes, bilateral salpingectomy: two fallopian tubes, each with foreign body (coil) within tube lumen. On 31-mar-2011, dye test in radiology/xr department. On 14-nov-2014, surgical pathology report: container "a" is labeled with the patient's name and "uterus, bilateral fallopian tubes. Received, in formalin, is a uterine cervical complex and two attached fallopian tubes. The uterine cervical complex weighs 132 grams and measures 9.5 cm from top to bottom, 6.0 cm from right to left, and 5.0 cm from the anterior to posterior surface the uterus sounds to 8.4 cm. The cervical os is ovoid and patent and measures 0.9 cm in diameter. Cut sections through the cervix demonstrate pink-tan tissue with no gross evidence of mass or tumor formation. The serosal surface of the uterus is pink tan and smooth. The uterus is opened revealing a roughly triangular endometrial cavity and endometrium which is pink-tan and glistening and measures up to 0.4 cm in thickness. The myometrium measures up to 1.7 cm in thickness. Cut sections reveal pink-tan myometrium with no gross evidence of mass or tumor formation. The right fallopian tube with fimbriae measures 6.2 cm in length and is up to 0.7 cm in diameter. Cut sections reveal a gray metallic foreign body coil running down the lumen of the fallopian tube. The left fallopian tube with fimbriae measures 5.7 cm in length and ranges in diameter from 0.5 to 0.8 cm. Cut sections reveal a gray metallic coiled foreign body running down the lumen of the fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social mediai am fatigued all of the time; feeling very tired and; had no energy; moody; night sweats; gaining weight; when I did get a period it was painful and heavy; back pain in between my periods, along with bad cramps/when I did get a period it was painful and heavy / bleeding very very heavy with clots as big as golf balls. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-may-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe and persistent pain/ pain the same day of implant/ pain became lasting"), genital haemorrhage ("heavy bleeding/I have been bleeding very very heavy with clots as big as golf balls/still been bleeding heavily off & on."), uterine injury ("injury to uterus"), cervix injury ("injury to cervix") and angina pectoris (¿angina¿) in a (B)(6)-year-old patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, multigravida and parity 2 (total number of live births: 2: date of births: (B)(6).). Previously administered products included for an unreported indication: mirena from 2007 to 2009, nova ring from 2005 to 2006, yaz from 2005 to 2006 and ortho evra from 2004 to 2005. Concurrent conditions included (B)(6). Family history included colon cancer (maternal grand mother) and type 2 diabetes mellitus (father). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("lower abdominal pain/cramps"), arthralgia ("joint pain all over my body (persistent low, dull, nagging)"), angina pectoris ("angina") and back pain ("lower back pain (persistent low, dull, nagging)/ back pain in between my periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant), cervix injury (seriousness criteria medically significant), genital haemorrhage (seriousness criterion medically significant and intervention required), abdominal pain ("abdominal pain"), feeling abnormal ("memory fog/ brain fog, not depression"), fatigue ("fatigue/fatigued all of the time/feeling very tired"), alopecia ("hair loss"), hypoaesthesia ("numbness in my extremities/ numbness in hands, legs and feet"), depression ("depression"), rash ("rash"), skin disorder ("skin problems"), scar ("scars"), abdominal distension ("bloating"), libido decreased ("decreased sex drive"), abdominal pain upper ("stomach pain"), menstruation irregular ("irregular menstrual cycle"), anxiety ("anxiety/mental anguish and suffering associated with my physical injuries"), amenorrhoea ("not having a period"), mood altered ("moody"), asthenia ("had no energy"), menorrhagia ("when I did get a period it was painful and heavy / having a period for months "), weight increased ("gaining weight") and dysmenorrhoea ("along with bad cramps/when I did get a period it was painful and heavy"), chest pain (¿chest pain¿), headache (¿headaches¿), night sweats (¿night sweats¿), insomnia (¿insomnia¿) and uterine mass (¿had an ultrasound and a mass was found¿). The patient was treated with paracetamol (tylenol), ibuprofen, citalopram, methylphenidate, naproxen, cardiovascular system drugs (blood pressure medication (nos)), surgery (total hysterectomy (robotic tlh and bls. With cystoscopy); bilateral salpingectomy) and surgery (dilatation and curettage). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, alopecia and rash had resolved and the uterine injury, cervix injury, abdominal pain lower, abdominal pain, feeling abnormal, fatigue, hypoaesthesia, depression, skin disorder, scar, arthralgia, abdominal distension, libido decreased, angina pectoris, abdominal pain upper, menstruation irregular, anxiety, amenorrhoea, mood altered, asthenia, menorrhagia, weight increased, dysmenorrhoea, back pain, headache, night sweats, chest pain, insomnia and uterine mass outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amenorrhoea, angina pectoris, anxiety, arthralgia, asthenia, back pain, cervix injury, chest pain, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, insomnia, libido decreased, menorrhagia, menstruation irregular, mood altered, night sweats, pelvic pain, rash, scar, skin disorder, uterine mass, uterine injury and weight increased to be related to essure. The reporter commented: she did not claim that you experienced a hypersensitivity reaction to nickel or any other component of essure. Used condoms because I was told to use a back up. Used for 3 months after essure placement. (B)(6) 2010- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Ultrasound scan - in (B)(6) 2014: mass in her uterus. Current weight: (B)(6) lb. -pathologic diagnosis included uterus, cervix, hysterectomy: acute and chronic cervicitis. Negative for dysplasia, or malignancy. Uterus, endometrium, hysterectomy: benign secretory endometrium. Negative for hyperplasia; or malignancy. Uterus, myometrium, hysterectomy: negative for malignancy. Fallopian tubes, bilateral salpingectomy: two fallopian tubes, each with foreign body (coil) within tube lumen. On (B)(6) 2011, dye test in radiology/xr department. On (B)(6) 2014, surgical pathology report: container "a" is labeled with the patient's name and "uterus, bilateral fallopian tubes. Received, in formalin, is a uterine cervical complex and two attached fallopian tubes. The uterine cervical complex weighs (B)(6) grams and measures 9.5 cm from top to bottom, 6.0 cm from right to left, and 5.0 cm from the anterior to posterior surface the uterus sounds to 8.4 cm. The cervical os is ovoid and patent and measures 0.9 cm in diameter. Cut sections through the cervix demonstrate pink-tan tissue with no gross evidence of mass or tumor formation. The serosal surface of the uterus is pink tan and smooth. The uterus is opened revealing a roughly triangular endometrial cavity and endometrium which is pink-tan and glistening and measures up to 0.4 cm in thickness. The myometrium measures up to 1.7 cm in thickness. Cut sections reveal pink-tan myometrium with no gross evidence of mass or tumor formation. The right fallopian tube with fimbriae measures 6.2 cm in length and is up to 0.7 cm in diameter. Cut sections reveal a gray metallic foreign body coil running down the lumen of the fallopian tube. The left fallopian tube with fimbriae measures 5.7 cm in length and ranges in diameter from 0.5 to 0.8 cm. Cut sections reveal a gray metallic coiled foreign body running down the lumen of the fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media I am fatigued all of the time; feeling very tired and; had no energy; moody; night sweats; gaining weight; when I did get a period it was painful and heavy; back pain in between my periods, along with bad cramps/when I did get a period it was painful and heavy / bleeding very very heavy with clots as big as golf balls. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.